Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg). However, the exact value was not provided. Reportedly, bg was addressed with a juice box and the contact declined to discuss the event further.